Event description:
Event #1 [redacted date]: situation: leaking baxter tubing. Background: ongoing issues with leaking baxter tubing. Assessment: this author was performing daily central line audits and noted a y-site port of the baxter tubing running tpn leaking despite green alcohol cap being in place. Y-site marked with tape to indicate where leak was. Orders placed to hang clear fluids to replace leaking tubing, which bedside rn will do per nnicu protocol once fluids arrive. Lot number unknown. Tubing will be saved and given to apsm. Recommendation: continue to work with baxter on solution to avoid depriving infants of necessary nutrition. Event #2 [redacted date]: situation: leaking baxter tubing. Background: ongoing issues with leaking baxter tubing. Assessment: this author was performing daily central line audits and noted a y-site port of the baxter tubing running tpn leaking despite green alcohol cap being in place. Y-site marked with tape to indicate where leak was. Orders placed to hang clear fluids to replace leaking tubing, which bedside rn will do per nnicu protocol once fluids arrive. Lot number unknown. Tubing will be saved and given to apsm. Recommendation: continue to work with baxter on solution to avoid depriving infants of necessary nutrition. Event #3 [redacted date]: situation: leaking baxter tubing. Background: ongoing issues with leaking baxter tubing. Assessment: this author was performing daily central line audits and noted a y-site port of the baxter tubing running tpn leaking despite green alcohol cap being in place. Y-site marked with tape to indicate where leak was. Orders placed to hang clear fluids to replace leaking tubing, which bedside rn will do per nnicu protocol once fluids arrive. Lot number unknown. Tubing will be saved and given to apsm. Recommendation: continue to work with baxter on solution to avoid depriving infants of necessary nutrition. Manufacturer response for IV tubing, continu-flo solution set, non-vented, 3 clearlink luer activated valves, backche (per site reporter). Coordinating return, they are sending their r&d and nurse subject matter expert.